Manufacturer narrative:
Limited information was provided, notably no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. The device was not returned, thus device examination could not be performed. No microbiology or pathology results were provided. Based on the limited information provided, it was not possible to determine what caused the event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that a single-level patient was revised. The m6-c artificial cervical disc was removed.